Manufacturer narrative:
A ge svc rep performed an on site preventative maintenance investigation. The MFR provided a repair quote to the customer. No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
A ge svc rep performed an on site inspection and found the battery to have issues. No pt injury was reported.